Manufacturer narrative:
Follow-up received on 16-jun-2016 - quality-safety evaluation of ptc: (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddrallt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding (seen as genital bleeding) and severe lower abdominal pain. She underwent a hysterectomy and had essure coils removed, resulting in hospitalization. These events are serious and listed in the reference safety information for essure. In this case, plaintiff experienced these events about 2 months after essure insertion. She stated that remedial therapy was received, but it did not alleviate her symptoms. It was confirmed full occlusion about 4 months after her essure procedure. Then, about 5 years and 8 months after insertion, a hysterectomy was performed and also essure coils were removed. She felt one hundred percent better after having the essure devices removed. Based on the nature of events, considering a compatible temporal relationship and in the lack of alternative explanation, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 20-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for birth control. In or around (B)(6) 2010, the plaintiff began experiencing severe menstrual pain, abnormal bleeding, prolonged menses, severe lower abdominal pain, severe back pain, pain during intercourse, and migraines. She met with her doctor who managed her symptoms with pain medication and antibiotics. These treatments did not alleviate her symptoms. Four months after her essure procedure, had a hysterosalpingogram test that confirmed full occlusion. In or around (B)(6) 2015, she learned in an internet forum that essure might have caused other women to develop symptoms like hers. She again visited her healthcare provider who referred her to another physician and on or about (B)(6) 2015, the doctor confirmed that essure was causing her symptoms and recommended the devices be removed. On or about (B)(6) 2016, she underwent a hysterectomy. The surgery lasted five hours and was followed by a three day admission to the hospital. She was unable to work for eight weeks after the surgery. Aside from the pain associated with the surgical incision, the plaintiff stated she felt one hundred percent better after having the essure devices removed. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding (seen as genital bleeding) and severe lower abdominal pain. She underwent a hysterectomy and had essure coils removed, resulting in hospitalization. These events are serious and listed in the reference safety information for essure. In this case, plaintiff experienced these events about 2 months after essure insertion. She stated that remedial therapy was received, but it did not alleviate her symptoms. It was confirmed full occlusion about 4 months after her essure procedure. Then, about 5 years and 8 months after insertion, a hysterectomy was performed and also essure coils were removed. She felt one hundred percent better after having the essure devices removed. Based on the nature of events, considering a compatible temporal relationship and in the lack of alternative explanation, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and abdominal pain lower ("severe lower abdominal pain") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2016. In 2010, the patient experienced mood swings ("mood swing"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and abdominal discomfort ("discomfort"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), abdominal pain lower (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and migraine ("migraines"). In 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced procedural pain ("pain associated with surgical incision"), hot flush ("very emotional hot flashes"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss") and abdominal pain ("abdominal pain"). The patient was hospitalized from (B)(6) 2016. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, mood swings, hot flush, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, headache, nausea, vaginal discharge, fatigue, abdominal distension, weight increased, weight decreased, constipation, abdominal pain and abdominal discomfort had resolved and the procedural pain had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, procedural pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Quality-safety evaluation of ptc: in this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddrallt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received: the event mood swing, abnormal vaginal bleeding, hot flush, urinary tract infection, apareunia, depression, anxiety, bladder problems, urinary problems, headaches, nausea, vaginal discharge, fatigue, bloating, weight gain, weight loss, constipation, abdominal pain, discomfort added,reporter added,events outcome added,concurrent condition added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and abdominal pain lower ("severe lower abdominal pain") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included coitus interruptus. Concurrent conditions included overweight, back pain, libido decreased, vaginal dryness, unilateral leg pain, pelvic pain, uterine fibroids and ovarian cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2016 and medroxyprogesterone acetate (depo-provera). In 2010, the patient experienced mood swings ("mood swing"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), bladder discomfort ("bladder problems or changes : discomfort"), pollakiuria ("urinary problems or changes:- using rest room a lot"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and abdominal discomfort ("discomfort"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), abdominal pain lower (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses /abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and migraine ("migraines"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced procedural pain ("pain associated with surgical incision"), hot flush ("very emotional hot flashes"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss") and abdominal pain ("abdominal pain"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with vicodin (norco), ibuprofen, ibuprofen (motrin), naproxen, surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, mood swings, hot flush, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, anxiety, bladder discomfort, pollakiuria, headache, nausea, vaginal discharge, fatigue, abdominal distension, weight increased, weight decreased, constipation, abdominal pain and abdominal discomfort had resolved and the procedural pain had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder discomfort, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pollakiuria, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: right: 3 coils left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flashes, abdominal pain, urinary tract infection, abdominal pain lower, anxiety, depression, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: in this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddrallt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, event urinary tract disorder was updated to pollakiuria and event bladder disorder was updated to bladder discomfort, treatment drug added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.